Event description:
It was reported in an article entitled "interspinous spacer decompression (x-stop) for lumbar spinal stenosis and degenerative disc disease: a multi-center study with a minimum 3 year follow-up.", that during follow-up, 9 craniospinal fluid leakages were reported (the csf fistula was treated immediately in all cases). No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.